Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a high blood glucose value of 534 mg/dl. Customers states said she changed battery but after changing the pump it would not turn on. Troubleshooting was not performed. The product is expected to return.